Event description:
On (B)(6) 2012 the lay user/patient's mother contacted lifescan (lfs) alleging the her daughter's onetouch ultralink meter was prompting a message "control solution" when she was testing her daughter blood glucose. There is no indication that this issue caused or contributed to an adverse event. However, this alleged issue is being reported because the alleged message being prompted by the subject meter was not resolved.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of product(s) associated with this compalint.